Event description:
It was reported that a user on ilet experienced hyperglycemia with a blood glucose of 375 mg/dl after announcing dinner and remaining elevated for approximately thirty minutes, and was advised to replace the infusion site due to suspected infusion delivery issue such as a bent cannula. Symptoms included hyperglycemia. Outcomes included user frustration without medical intervention or hospitalization. Investigation included troubleshooting and education by customer support, including guidance to change infusion components and assess the infusion set. Investigation of this case revealed no confirmed device alarms or alerts and no confirmation of a bent cannula, so the cause remained unclear and could involve infusion set performance. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.